Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock due to atrial fibrillation ¿ af with rapid ventricular rate - rvr. Upon review, it was noted that the implantable cardioverter defibrillator recognized the af with rvr as ventricular fibrillation. The device was reprogrammed. The patient was in stable condition.